Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after nine (9) years, six (6) months due to stenosis. This was replaced with a 25mm pericardial bioprosthesis. The patient was doing well post-operatively. No additional details provided.

Event description:
Additional information received from the healthcare provider indicated the explanted device is available for return.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp areas of all three (3) leaflets and in the free margin of two (2) leaflets. Calcification was also confirmed via x-ray. All three (3) leaflets exhibited a tear at their respective commissure; calcification was observed near the regions of these tears. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, into the orifice, at the stent inflow and at the stent outflow. Thickened and swollen tissue was observed on all three (3) leaflets at two (2) commissures. Incidental findings: distortion of the wireform was observed near two (2) commissures. The wireform near two (2) leaflets were exposed on the outflow and inflow aspects. Approximately 25% of the sewing ring was cut. These damages are likely due to explant or implant. (B)(4). The clinical report of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device not returned. Although there have been attempts, the explanted device was not received at edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.